Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she had the meter for about 3 months, and it had stopped powering on at 4pm on (B)(6) 2019; she reported that she was unable to obtain a result. The patient manages her diabetes with daily humalog insulin (sliding scale), 30 units of lantus insulin at night and weekly bydureon injectable medication. She reported that at 4pm on (B)(6) 2019, she administered 6 units of humalog. She indicated that because she was unable to test, she felt ¿very shaky and passed out twice¿ shortly after 4pm and at 11:30pm on (B)(6) 2019. She indicated that because she had passed out, she fell and broke her leg. She stated that on (B)(6) 2019, she had to had to go to her foot doctor who wrapped and taped her foot in a boot. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter would not turn on when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The cca walked the patient through inserting a new test strip into the meter per owner¿s manual, but the meter still did not turn on. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, after the meter stopped powering on and she had continued to administer insulin.